Event description:
The patient underwent an abdominal wall reconstruction using veritas collagen matrix. The patient developed a reherniation. This event was reported in an american hernia society presentation on (B)(6) 2012. There is no further information at this time.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.